Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen procedure, when the device was unloaded by tech, the needle broke while was unloaded outside of the patient. A new device was opened and no further issue throughout the rest of the procedure. There was no patient injury.